Event description:
It was reported that a pump malfunction occurred with a displayed malfunction code of 16 and fault ID 16-0x20e6. There was no reported impact to the customer¿s blood glucose level, but it was unknown whether levels exceeded 500 mg/dl. The customer used multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support assisted the customer in resetting the pump; however, the malfunction persisted, leading to a decision to replace the pump. Additionally, instructions were provided to put the pump into storage mode before its return to tandem, and a pre-paid shipping label was used for the return process.